Event description:
It was observed that during the evaluation, the high flow insufflation unit exhibited that due to expired life expectancy of printed circuit board, the flow rate is out of the standard value. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to expired life expectancy of circuit board (cr), the flow rate is out of the standard value. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.